Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data was corrupted and could not be downloaded. However, the platform and diagnostic service pc communicated momentarily, and apvision3 software confirmed a system error - 136 (internal parameter corrupted). The root cause of the system error was the malfunctioning processor board due to failed component(s), likely attributed to the age of the device. The autopulse platform was manufactured in june 2006 and is over 16 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform showed no physical damage or anomalies. Archive data could not be downloaded due to the malfunctioning processor board. The autopulse platform failed initial functional testing as it displayed "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Technical investigation revealed that the root cause of the system error was the defective processor board, which needs to be replaced to remedy the fault. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. Zoll recommended scrapping the autopulse platform to the customer. This platform was returned to the customer without repair with a label stating, "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during a training session, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR". No patient involvement.